Event description:
A pt was being lifted in a hoist while the bed was being repaired. One of the shoulder attachment clips failed and the pt fell, hitting her head on the hoist. The pt suffered a lacerated wound.